Event description:
It was noted by scrub that once narrow pituitary instrument was removed from surgical site, the down biting piece of the instrument was no longer attached. A lateral lumbar film was ordered. Lumbar film returned showing down biting piece of instrument in surgical wound. Surgeon was able to retrieve it and the narrow pituitary along with broken off downbiting segment.